Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. The bottom case was damaged. Error history log review found a check clutch error. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring a preventative measure.

Event description:
It was reported that the pump had a check clutch plunger lever and case damage. No patient injury was reported.